Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe asthma, high blood pressure, dizziness, headaches, fatigue and anxiety. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient has severe asthma, high blood pressure, dizziness, headaches, fatigue and anxiety related to a CPAP device's sound abatement foam.the patient did receive medical intervention and reported to have been hospitalized. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -there were no signs of contamination on the inside and outside of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed there is no evidence of sound abatement foam degradation or breakdown.